Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to have no functional issues when installed on an in-house system. Failure analysis identified that the insertion ballscrew and brake assembly could be related to the customer reported issue. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the insertion ballscrew and brake assembly on the usm. This can be resolved by having the fse replace the usm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator (usm) 3 was experiencing resistance or tension about halfway down the usm. The site attempted to resolve the issue by replacing the instrument and trocar, but the problem persisted. The site then power cycled the system, yet the tension issue remained. The technical support engineer advised the site that they could stop using usm 3 and instead use usms 1, 2, and 4. However, the customer indicated that all four usms were needed for their case. Consequently, the site decided to bring in a second robot.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380666-25 universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.